Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during creation of end to end anastomosis on a robotic laparoscopic low anterior resection, a poor staple formation was observed as staples did not form full b shape. Surgeon had to over sewed the staple line to fix the issue and to ensure anastomosis heals properly and no leaks occur.